Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
According to the reporter: occurred during a robotic low anterior resection and colovesical fistula takedown. When stapling across the colovesical fistula, encountered a high firing force. The stapler handle cracked when firing. The device did not visibly break, but a plastic cracking, popping sound. Malformed staples were discovered in the staple line. The device had fired the full linear range of the reload. In order to correct the condition, the staple line was over sewn and eventually resected along with the specimen. The patient is currently stable. No reinforcement material was used in conjunction with the device.